Event description:
Per the clinic, the device was explanted on (B)(6), 2012, due to device extrusion. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).